Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. No additional information was available. The heartmate 3 lvas IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 22jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was multi-organ failure. Autopsy was not performed, the pump was not be explanted, and device was not returned for evaluation. It was reported that patient initial status was bad and patient did not recover.